Event description:
The surgeon was performing a labral repair on the left shoulder when the device broke as it was halfway implanted. The surgeon was able to remove the proximal end of the suretac but the distal end remains in the pt. A total of three suretac's were used with the breakage occurring with the third. The surgeon felt that adequate fixation was acheived with the first two secure implants. No signficant dealys were reported.